Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should additional information be received or the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the nose cone of the delivery catheter system (dcs) caught on the edge of the valve during withdrawal of the dcs, causing the valve dislodgement. The physician stated that better centering of the nose cone prior to removal may have prevented the nose cone from catching the inflow edge of the valve on the non-coronary cusp side. No adverse patient effects were reported. The devices remain implanted. The dcs has been added to this report as a concomitant product. The dcs was not returned for analysis as it was discarded by the customer.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve moved from the targeted location and was snared into the ascending aorta. A second valve was implanted at a depth of 4mm. There was mild to moderate paravalvular leak (pvl) after implant. No treatment was prescribed. No adverse patient effects were reported. Both devices remain implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.